Manufacturer narrative:
H3 device evaluation - hexalobe tip fractured at base. The fractured tip was not returned. Tip failed in torsional overload. A functional check was performed using a reform pedicle screw. The device properly threaded and the locking mechanism functioned as intended. It is not known from the supplied information if the locking mechanism was engaged during the event. No corrective action is recommended at this time as this is a custom instrument intended to facilitate ease of screw insertion by permitting a power attachment source. Improper use of this driver as a removal instrument possibly contributed to failure. Review of device history records found that one (B)(4) pieces of lot qc16537-1 was released for distribution as lot qc16537-1-r on 2/16/2018 with no deviation or anomalies.

Event description:
It was reported that a revsion procedure was performed on (B)(6) 2020, to extend the existing construct, utilizing the reform pedicle screw system. While attempting to remove a reform pedicle screw ha coated that was implanted on (B)(6) 2019, the tip of the short reform driver, stk adapter (c2602) broke off . The tip was able to be removed from the head of the screw and the doctor decided to leave the screw in place. There was no harm to the patient as a result of this issue.

Manufacturer narrative:
Patient information: unknown. Reporter occupation: other; distributor inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2020, to extend the existing construct, utilizing the reform pedicle screw system. While attempting to remove a reform pedicle screw ha coated that was implanted on (B)(6) 2019, the tip of the short reform driver, stk adapter (c2602) broke off. The tip was able to be removed from the head of the screw and the doctor decided to leave the screw in place. There was no harm to the patient as a result of this issue.